Manufacturer narrative:
Occupation is lay user/patient. The patient's meter and test strips were requested for investigation. The patient returned the meter and test strips. The returned test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose, two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 2 inr: 2.1 inr. Donor 1 hct: 47%, donor 2 hct: 39%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr, customer meter and customer strips: 2.5 inr. Donor #2: retention meter and master lot strips: 2.1 inr, customer meter and customer strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Residues of water or disinfectant on the skin can lead to incorrect results. Product labeling states to "wash your hands with warm, soapy water. Dry completely." Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter (B)(4) compared to the trainer's demo coaguchek meter. The patient was initially tested at the doctor's office on their roche meter at 9:30 a.m. With a result of 1.7 inr. The patient was tested on the trainer's demo coaguchek meter at 4:55 p.m. With a result of 1.8 inr. The patient tested herself on her coaguchek meter at 5:00 p.m. With a result of 3.1 inr. The patient retested on the trainer's demo meter at 5:26 p.m. With a result of 1.8 inr and retested on her meter at 5:30 p.m. With a result of 1.9 inr. The results from the doctor's meter, the trainer's meter and the final result from the patient's meter were believed to be correct. The result of 3.1 inr from the patient's meter is not believed to be correct. The patient stated she wasn't sure if the alcohol had dried from her finger completely at the time of this result. The patient made sure the alcohol had dried completely when she ran the final test of 1.9 inr on her meter. The patient used a new finger for each test. No changes were made to the patient's warfarin dose. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is in stable condition.